Event description:
Date notified: 11/12/07. A customer reported that a model 754 ventilator failed to alarm when blood gases were high. Extensive testing of the device failed to duplicate the reported problem. The device was reportedly tested to specifications and returned to the customer. No death or injury to the pt resulted from the incident.